Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s grandchild reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose over 600 mg/dl had diabetic ketoacidosis and also had blank display. The customer¿s current blood glucose level was 125 mg/dl. The customer changed battery and unable to read the pump because the pump had been shut off. On thursday morning customer did not feel good and went into the emergency room and intensive care. Customer's blood glucose was 154 mg/dl and had a blank display. The customer declined to troubleshoot of high blood glucose and blank display. The customer experienced symptoms such as nausea and vomiting. The customer was treated by paramedics with insulin drip and electrolytes, potassium. The customer was wearing the insulin pump prior during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the displacement accuracy test. The insulin pump was monitored for a day and no unexpected powering off, resetting, or blank display occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The insulin pump was received with stripped battery cap coin slot , cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.